Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that deflation difficulty occurred. The target lesion was located in a vessel in an arm. A xxl/14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during deflation, it was noted that the balloon took about 5 minutes to deflate. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.